Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 694758 implantable tachy lead implanted: (B)(6) 2004; 5076-45 implantable pacing lead, (B)(4), implanted: (B)(6) 2004.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device was replaced. The cause of death has been requested and not received.